Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated, high voltage lead impedance out of range and noise reversion episode were observed due to high frequency noise. Pacing mode during noise was off, thus leaving the patient with no underlying rhythm. During this period the patient was not symptomatic. Reprogramming was performed. There were no adverse consequences for the patient.